Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2018, a call was received from the patient's spouse at the hospitals technical hotline at 8:08 a.m. The spouse reported that the patient's controller and batteries, had fallen down. This resulted in a disconnection of the driveline and the controller unit, causing the pump to stop. It was stated that the controllers internal clock was still on summer time. Entry in the log files of the pump stop was 8:55. The reconstruction out of the log files of both controller units (backup and first con) showed, that the spouse wanted to perform a controller exchange at 09:04 (internal clock). After several unsuccessful attempts trying to reconnect the pump cable, the spouse called the ambulance. The emergency doctor called the hotline at 8:32 and he was able to reconnect the cable to the backup controller unit and the pump started (9:33 in the log files). Still alarms occurred with electrical faults. The patient was then transferred to the hospital and taken to the intensive care unit due to the pump stop. Based on the data evaluation, the pump stops amounted to a duration of 30 minutes. The connections between the controller and driveline were not completely put in and were properly connected at the hospital. After the controller was securely connected, and the source of the electrical fault alarms disappeared, the alarms stopped. The system did not show any malfunctions or defects. There was no damage to the control unit or the connecting cable. Likewise, there was no function limitation of the locking mechanism; the plug could be securely locked. The pump was connected to the primary controller on (B)(6) 2018 and the patient was taken to the normal ward and was subsequently discharged on (B)(6) 2018. It was further stated that in the course of a technical inspection of the system, no current malfunction could be detected, and a technical post-training was carried out, to include a simulated emergency situation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the pump (B)(4) and the controllers (B)(4) were not returned for evaluation. The reported driveline disconnection event was confirmed through log file analysis, which revealed 1 vad disconnect alarm on 02/07/2018 at 8:55 from controller (B)(4). This alarm is indicative of a physical disconnection of the driveline from the controller, which corresponds with the reported dropping of the controller. It was also reported that a controller exchange was attempted, coinciding with 1 vad disconnect alarm on 02/07/2018 at 9:04 from controller (B)(4). The alarm log file also revealed 2 high watt alarms, 3 electrical fault alarms, and 2 vad disconnect alarms logged within 45 minutes of the first vad disconnect alarm on (B)(4). In addition, multiple reactivation events were recorded in the event file. The electrical fault alarms and reactivation events were logged as a result of an open phase in the front stator. This caused the pump to run on a single stator and likely triggered the subsequent high watt alarms, due to the increased power consumption required to run on a single stator. These alarms and reactivation events are indicative of an intermittent connection of the driveline following a physical disconnection of the driveline from the controller. Of note, it was reported that once the driveline was securely connected to the controller, the alarms stopped. Also, on-site inspection of the driveline cable and controller did not reveal any evidence of damage. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. The most likely root cause of the vad disconnect alarm observed in the log files may be attributed to a physical disconnection of the driveline from the controller due to the reported dropping of the controller. Additional products: (B)(4). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction: d4-email, expiration date, and serial number product event summary: the controller, (B)(4) was not returned for evaluation. The reported driveline disconnection event was confirmed through log file analysis, which revealed 1 vad disconnect alarm on (B)(6) 2018 at 8:55 from controller (B)(4) . This alarm is indicative of a physical disconnection of the driveline from the controller, which corresponds with the reported dropping of the controller. It was also reported that a controller exchange was attempted, coinciding with 1 vad disconnect alarm on (B)(6) 2018 at 9:04 from controller (B)(4) . The alarm log file also revealed 2 high watt alarms, 3 electrical fault alarms, and 2 vad disconnect alarms logged within 45 minutes of the first vad disconnect alarm on (B)(4) . The electrical fault alarms were triggered due to an open phase on one of the stators resulting in single stator operation. The high watt alarms were a result of the pump running on the single stator. These alarms are indicative of an intermittent connection of the driveline and the controller. Of note, it was reported that there was no damage to the driveline cable or the controller and the system did not show any malfunctions or defects. Th ere is no evidence to suggest that a device malfunction caused or contributed to the reported event. The most likely root cause of the vad disconnect alarms observed in the log files may be attributed to physical disconnections of the driveline from the controller. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other devices involved in this event: d1: heartware ventricular assist system -pump d4: pump/ (B)(4) / model #: 1104 / expiration date: 2018-11-30 d6: 2017-01-30 d10: no h4: mfg date: 2016-11-30 h5: yes h6: patient code(s): c76143 h6: device code: c62952, c63223 h6: FDA results code: 3233 h6: FDA conclusion code(s): 11 other devices involved in this event: d1: heartware ventricular assist system -controller 2.0 d4: <(><<)>product> / (B)(4) / model #: 1420 / expiration date: 2018-03-31 UDI #: (B)(4). D10: no h3: no, device evaluation anticipated, but not yet begun h4: mfg date: 2017-03-31 h5: no h6: patient code(s): c76143 h6: device code(s): c62952, c63223 h6: FDA results code(s):3233 h6: FDA conclusion code(s): 11 medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.